Manufacturer narrative:
The unit failed to vibrate during the self-test due to the vibrator motor connector having a broken black wire. The unit powered up properly after battery installation. There was no blank display and no audio/beeping anomaly found. The unit was received with normal operating currents. The unit passed the a21 error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report that her insulin pump did not vibrate. Customer tried pressing act and device did not vibrate, customer also made sure her setting was on vibrate but device still did not vibrate. The customer's blood glucose reading was unknown. The customer performed a self-test and the device did not vibrate; display read that the test was complete. The customer's device was replaced and returned for analysis.